Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while hospitalized in the ICU, this patient experienced self-clearing electrical fault alarms. Upon evaluation by the manufacturer's representative, minimal contamination was found within the controller connector pins. A cleaning procedure was performed to remove contaminants. The patient remained hospitalized in the ICU; an attempt to obtain additional information was made, however, no additional information was received. The controller ((B)(4)) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller ((B)(4)) failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The root cause for the reported 'electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2014-01276 and 3007042319-2015-003084) submitted for devices related to the same event.

Event description:
It was reported from chile that the ventricular assist device (vad) driveline had controller electrical fault and low flow alarms. Preliminary analysis of controller log files confirmed multiple electrical fault alarms with the first one logged on (B)(6), 2014. The patient was in the intensive care unit (ICU) when the electrical fault alarms first occurred and the alarms would happen with manipulation of the patient pack. The patient was still connected to the controller via the driveline extension cable. The site decided to remove the driveline extension cable and connector the pump directly to the controller. During this disconnect it was stated that pump parameters and the patient were both stable. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative confirmed the contamination and performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6), 2014 to remove contaminants. The procedure was performed in the ICU. Two driveline disconnects were performed with each disconnect lasting approximately 30 seconds. Minimal contamination was visible within the driveline connector. The electrical fault alarms were not able to be reproduced after the procedure. The controller was exchanged during the procedure. The device was removed from service and the patient was issued a replacement device. The device were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.